Event description:
The device was usded during a bowel resection procedure. Reportedly, the instrument was difficult to open. The surgeon performed an ileostomy due to tissue trauma. The hosp has reported the pt's condition is satisfactory.